Manufacturer narrative:
H6: investigation summary review of the DHR for part number: 338963 and serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Per fse report when the customer purchased and replaced the hts filter, the tube came off, and an accident occurred in which the sheath fluid was scattered between the customer and the hts body. Customer wears ppe to prevent injury/harm due to exposure to biohazards. Customer reported no physical harm or injury. Multiple parts were replaced due to fluid damage, replaced all parts that were rusted due to the inflow of sheath liquid and all parts that could not be expected to operate stably in the future due to the marks that the sheath liquid was applied to the substrate. As a result of the performance test, confirmed the comprehensive normal operation. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd facscanto¿ ii system w/fluidics cart the tube connected to hts filter came off and sprayed sheath fluid on user. The following information was provided by the initial reporter: when the customer purchased and replaced the hts filter, the tube came off, and an accident occurred in which the sheath fluid was scattered between the customer and the hts body. Was the leak fluid or air? Fluid . Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. What was the fluid that leaked? Sheath liquid. What is the source of leak -- waste line or non-waste line? Non-waste line was the customer exposed to biohazard fluids (example: blood, tissue, waste)? No. If customer was exposed, how were they exposed? Clothing and skin. The user has showered in the sheath fluid. Was personal protective equipment (ppe) being worn? Yes. - lab coat/gown: confirmed. - gloves: confirmed. - face guard/face shield : unknown. - safety glass : unknown . Was there any physical harm/injury or impact to patient samples due to leak? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd facscanto¿ ii system w/fluidics cart the tube connected to hts filter came off and sprayed sheath fluid on user. The following information was provided by the initial reporter: when the customer purchased and replaced the hts filter, the tube came off, and an accident occurred in which the sheath fluid was scattered between the customer and the hts body. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. What was the fluid that leaked? Sheath liquid. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to biohazard fluids (example: blood, tissue, waste)? No. If customer was exposed, how were they exposed? Clothing and skin. The user has showered in the sheath fluid. Was personal protective equipment (ppe) being worn? Yes. Lab coat/gown: confirmed. Gloves: confirmed. Face guard/face shield : unknown. Safety glass : unknown. Was there any physical harm/injury or impact to patient samples due to leak? No.